Manufacturer narrative:
The pump passed all operating currents but a compromised force sensor system alarm was noted during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarm. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 105 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is protruded. The customer does not recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.